Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose of 26.8 mmol/l. The customer current blood glucose level was 4.1 mmol/l. The customer was treated with sirine. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer report they did experience any symptoms related to high blood glucose. Customer did not allege that the insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.